Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for a low blood glucose level because she over bolused the previous day due to having a high blood glucose level. Customer's blood glucose level was 587 mg/dl at the time of the incident. Customer's current blood glucose is 134 mg/dl. Customer declined troubleshooting for high and low blood glucose readings. Customer stated that she determined that her blood glucose was high because she had air bubbles in her reservoir and she changed it.